Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited elevated shock impedances. Measurements were not out of range and all other measurements were noted to be stable. Additional information was provided that shock impedances had increased to greater than 125 ohms with a non boston scientific device. All other measurements noted to be stable. Boston scientific technical services (ts) discussed several troubleshooting options. No adverse patient effects, remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.